Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. Additional information received from the user facility states that the scope was withdrawn and patient was removed from the procedure room with the poly loop remaining intact, while an endo scissor was obtained from a different facility. Upon retrieving the endo scissors the patient was sedated again and brought back to the procedure room to have the polyloop wire removed.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdt to fhn.

Manufacturer narrative:
No device returned to olympus for evaluation. However, based on similar report this type issue occurs when the loop is caught between the hoop and the coil sheath. The device instruction manual warns users "when removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the channel."

Event description:
Olympus was informed that the poly loop became stuck around a polyp and will not release. The customer did not have the correct cutters to cut this loop off. Customer will have to gain access to the correct cutters to remove this loop. There was no patient injury reported.